Event description:
It was reported that they were getting gridlines on patient images, causing the patient to be re-exposed. It was determined that the kv edge calibration was off. Generator calibrations were done, and then the system is working as intended.